Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) -2016 it was reported that the patient developed a post-replacement infection following a pump replacement procedure for eri (elective replacement indicator). It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. Diagnostics/troubleshooting was noted to be "not applicable." The entire device system was explanted due to the infection. The issue was resolved. The patient status was "live - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.